Manufacturer narrative:
(B)(4). The user facility's biomedical engineer (biomed) was troubleshooting the device when the issue occurred. He tried a different pressure transducer cable and the problem remained intermittent in nature. During testing, the pressure pod would zero out but only intermittently work when the simulator was switched to +100 mmhg. The field service representative (fsr) checked the pressure module and verified with pressure simulator that both channels a and b would zero and display applied pressures. The cable could not be fully inserted into the pressure module connector due to misaligned pins in the cable's connection. Biomed provided two transducer interface cables and both were defective causing the reported complaint. The pressure pod was fully functional when a different pair of cables were used. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2017-00549.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pressure module would only intermittently work when the simulator was switched to 100 millimeter of mercury (mmhg). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.